Event description:
It was reported by provider that the brake is broken where it hit the wheel on the 65650 rollator. The end user noticed the issue before using it. The provider didn't have additional information regarding the issue nor the consumer.